Event description:
The customer reported via phone call that her insulin pump was alarming no delivery. The customer had already performed troubleshooting earlier for the alarm, but the alarm recurred. The customer's blood glucose was 180 mg/dl. The customer was advised that her insulin pump would be replaced per the customer's request. The customer agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window, a cracked case at the display window corners and cracked reservoir tube lip.